Manufacturer narrative:
It was reported that the mother of the patient may have administered an epipen for treatment of the symptoms. The office was not definitive as to whether or not the treatment was actually given. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a visual and physical test was performed on a retain sample, yielding results within specifications.

Event description:
A doctor's office alleged that approximately fifteen (15) minutes after taking an impression for a patient using alginot impression material, the patient had experienced a reaction with symptoms of vomiting.